Event description:
Caller reports seeing smoke and evidence of burning where the inform power cord connects with the inform power supply. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform power cord. Reference medwatch report (B)(6) for the inform power supply.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform power cord. (B)(4)